Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient called animas alleging that her pump's buttons are "giving her problems." There was no troubleshooting available. There was no reported patient impact associated with this complaint. Animas has attempted to contact the user to clarify the complaint and troubleshoot but has been unsuccessful.